Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The investigation found a damaged downstream occlusion (dso) seal. A visual test was performed and the customer's problem was confirmed. The primary problem was found to be a defective printed wiring assembly (pwa). The pwa and dso seal were replaced to fix the issue.

Event description:
It was reported that the device had code error 45985. There was unknown patient involvement.